Event description:
Coronary artery bypass surgical procedure was done on 12/9/93. In 1988, pacemaker (vvir type) was implanted per history. On 12/10/93, pacemaker generator failed postoperatively and pt was returned to or for explant and implant of new generator. Pt was maintained on temporary pacemaker during generator failure without apparent injury.